Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of 319 mg/dl. To address the bg level, the customer delivered a correction bolus. Reportedly, the customer forgot to deliver a bolus after consuming dinner. Additionally, the following day, the customer experienced an elevated bg level in the 280's (mg/dl). Reportedly, due to the customer being a brittle diabetic, after experiencing elevated bg levels, it usually took the customer a few days for the bg level to come down to target range. Recommendation was made to consult with health care provider regarding diabetes management.